Manufacturer narrative:
The download data, as well as the rerun data, indicates that no alarms occurred. No timeouts or drivestalls were observed. No problems were found with the device that could lead to an occlusion. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 320 mg/dl. The pod was worn for between 5 and 24 hours. As treatment, a new pod was applied.